Manufacturer narrative:
A ge rep evaluated the system and reseated and reinforced connectors on the backplane and cpu boards. The system operates as intended.

Event description:
The customer reported the system displayed an interlock error. This would cause the system to shut down, or not boot up. No pt injury was reported.